Event description:
It was reported that during the lap radical prostatectomy procedure, after a while the instrument stopped working, they changed to a new shear and continued the case. There were no consequences to the patient.